Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage failure kept occurring. The field service engineer (fse) found that the smart remote manger was frequently failing. The fse tightened the latch cable connections, after which the smart remote manger unlocked multiple times and operated fully as expected. No further failures were encountered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cv1e smart remote manager e-lock temperature failed. The customer attempted to recover storage space multiple times and rebooted the pyxis unit, but the failure notification continued to reappear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.